Manufacturer narrative:
This investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown. Site sample status was not received.

Event description:
Event verbatim [preferred term]: he wears the wrap for longer than 8 hours because it is still hot [device use issue], he wears the wrap for longer than 8 hours because it is still hot [device issue], , narrative: this is a spontaneous report from a non-contactable consumer. A male patient of unknown age started to receive thermacare heatwrap (thermacare lower back & hip) from an unspecified date at unknown frequency for an unspecified indication. Medical history and concomitant medications were not reported. The patient stated that sometimes he wore the wrap for longer than 8 hours because it was still hot. He was advised not to wear longer than 8 hours. The action taken in response to the events of the product was unknown. The outcome of the events was unknown. According to the product quality complaint group: this investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown. Site sample status was not received. Follow-up ((B)(6) 2017): this follow-up report is being submitted to upgrade this case to a reportable MDR. No follow up attempts possible. No further information is expected. Lot/batch number can not be obtained. Follow-up ((B)(6) 2020): new information received from the product quality complaint group included investigational results. Follow-up attempts are completed. No further information is expected.

Event description:
Event verbatim [preferred term] he wears the wrap for longer than 8 hours because it is still hot [device use issue] , he wears the wrap for longer than 8 hours because it is still hot [device issue] , . Case narrative:this is a spontaneous report from a non-contactable consumer. A male patient of unknown age started to receive thermacare heatwrap (thermacare lower back & hip) from an unspecified date at unknown frequency for an unspecified indication. Medical history was not reported. Concomitant medications were not reported. The patient stated that sometimes he wore the wrap for longer than 8 hours because it was still hot. He was advised not to wear longer than 8 hours. The action taken in response to the events of the product was unknown. The outcome of the events was unknown. Follow-up (07feb2017): this follow-up report is being submitted to upgrade this case to a reportable MDR. Company clinical evaluation comment based on available information, the patient reported he wears the wrap for longer than 8 hours because it is still hot, which represents a potential device malfunction. There was no adverse reaction such as burn associated with the use of the device. This malfunction has a theoretical risk to cause skin burn. The events are medically assessed as associated with the use of the device., comment: based on available information, the patient reported he wears the wrap for longer than 8 hours because it is still hot, which represents a potential device malfunction. There was no adverse reaction such as burn associated with the use of the device. This malfunction has a theoretical risk to cause skin burn. The events are medically assessed as associated with the use of the device.